Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2012; 407652, lead, implanted: (B)(6) 2012. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD), atrial and right ventricular (rv) leads were completely explanted. The epicardial lead was cut. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.